Event description:
A remstar auto a flex device was returned to a third party service center for srvice as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible foam inside the blower kit and blower foam degradation. Additionally, the service technician also noted a dust fail contamination and has a presence of error code e65 err_stuck_encoder_a, e66 err_stuck_encoder_b, and e55 err_ theraphy_queue_full. The device was scrapped by the service center after the evaluation was completed.